Manufacturer narrative:
Correction.

Event description:
The lead exhibited low impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving appropriate therapy. During the therapy there was an over current detection in the rv to svc and can vector. The shock was aborted and the vector switched to rv to can which successfully converted the patient. The patient started experiencing arrhythmia and received a subsequent shock that resulted in an alert for high voltage circuit damage. It was reported that there was a notification bell indicating that the hv circuit damage alert had been delivered, however there was no hv circuit damage alert on the fast path. The patient later presented in the hospital for testing on the right ventricular lead. No anomalies were found with the lead. The device was successfully reprogrammed. The patient was stable during and post event.